Event description:
It was reported that when the device was explanted for eri. A wire was observed to be protruding from the header when device was explanted. The patient condition was excellent after the procedure.

Manufacturer narrative:
The reported header anomaly was confirmed in the laboratory. The device was returned with a broken rf wire, which may have occurred during explant.